Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient has been in and out of the hospital. Patient also  stated that their symptoms have gone back to what they were prior to the procedure.  No further complications were reported/anticipated at this time.